Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer was using insulin pump within 48 hours of reported event. Customer stated that the auto mode feature of insulin pump was inactive. Customer treated their high blood glucose with bolus using insulin pump. Customer stated that they were neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the insulin pump received insulin flow blocked alarm. Customer declined for troubleshooting and stated that the cannula was bent. The insulin pump will not be returned for analysis.